Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain ('abdominal pain') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included liver transplantation and post transplant lymphoproliferative disorder. No concurrent conditions. Preoperative laboratory tests normal. Concomitant products included calcium carbonate;colecalciferol (kalcipos-d), furosemide (furesis), hydroxyzine, magnesium hydroxide (emgesan), methylprednisolone (medrol), omeprazole (omeprazol e), potassium chloride (kaleorid), tacrolimus (advagraf), ursodeoxycholic acid (adursal) and ursodeoxycholic acid (ursochol). In march 2017, the patient had essure inserted. In march 2017, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and dyspareunia ("pain during sex"). The patient was treated with surgery (removal of fallobian tubes by laparoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain and dyspareunia outcome was unknown. The reporter considered abdominal pain and dyspareunia to be unrelated to essure. The reporter commented: removal performed at the patient's request diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22 kg/sqm. Ultrasound scan - on an unknown date: preoperative: normal. Most recent follow-up information incorporated above includes: on (B)(6) 2020: concomitant drugs added; the events started from the placement of the essure implants; preoperative lab data provided. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain ('abdominal pain') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included liver transplantation and post transplant lymphoproliferative disorder. No concurrent conditions. Preoperative laboratory tests normal. Concomitant products included calcium carbonate;colecalciferol (kalcipos-d), furosemide (furesis), hydroxyzine, magnesium hydroxide (emgesan), methylprednisolone (medrol), omeprazole (omeprazol e), potassium chloride (kaleorid), tacrolimus (advagraf), ursodeoxycholic acid (adursal) and ursodeoxycholic acid (ursochol). In (B)(6)2017, the patient had essure inserted. In (B)(6)2017, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and dyspareunia ("pain during sex"). The patient was treated with surgery (removal of fallobian tubes by laparoscopy). Essure was removed on (B)(6)2019. At the time of the report, the abdominal pain and dyspareunia outcome was unknown. The reporter considered abdominal pain and dyspareunia to be unrelated to essure. The reporter commented: removal performed at the patient's request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22 kg/sqm. Ultrasound scan - on an unknown date: preoperative: normal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-feb-2020: quality safety evaluation of ptc. We received a returned sample in this case. A technical investigation has been conducted and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain ('abdominal pain') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included liver transplantation and post transplant lymphoproliferative disorder. No concurrent conditions. In (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and dyspareunia ("pain during sex"). The patient was treated with surgery (removal of fallopian tubes by laparoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain and dyspareunia outcome was unknown. The reporter considered abdominal pain and dyspareunia to be unrelated to essure. The reporter commented: removal performed at the patient's request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.2 kg/sqm. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.